Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power twice to clear it. The hp had left an unused supply line clamp open. The tsr explained that supplies were compromised and the hp would need to start over with new supplies. The hp wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened and of any missed therapy. The hp understood the explanations, cleared the alarms, ended therapy and would call the rn. The registered nurse (rn) contacted product surveillance (ps) on (B)(6) 2011, regarding the reported event. The rn stated they were aware of the event and that the patient was continuing therapy on the cycler successfully. Ps informed the rn that the cause of the alarm was related to the patient leaving unused lines unclamped. Ps recommended a review of the proper procedures. The rn stated they have already spoken with the patient. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that causes system error 2240 alarms. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.